Event description:
The manufacturer received information alleging a ventilator's lcd screen was not readable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician observed impact damage to the lcd screen during service. The device's lcd screen was replaced to address the issue.